Event description:
While draping the patient, the scrub tech discovered a hole in the lap cholecystectomy drape that was provided in the gen pack ucr #sbagpihm lot#334264 exp.2024-03-01. There was no incision made on the patient at this time and we discarded all supplies on the back table and mayo stand without using any supplies on the patient. The hole appeared to be a manufacturer defect of the drape and not a hole that would have been punctured by an object. The drape was saved for risk management along with the pack contents sheet with the lot #, etc on it.